Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Concomitant medical products: mentor smooth round moderate profile 300cc saline prosthesis, serial #(B)(4) manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent breast augmentation with a mentor smooth round moderate profile 300cc saline prosthesis experienced right sided baker grade iii capsular contracture post procedure. The right breast was described as firm. The patient was diagnosed with the capsular contracture during an appointment with a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.